Event description:
The customer reported via phone call that they experienced low blood glucose. Customer's blood glucose was 39 mg/dl. The customer stated they treated their blood glucose with a soda. The customer also reported waking up to a blood glucose of 47 mg/dl. Customer declined to troubleshoot for their blood glucose. Customer also requested assistance with programming the insulin pump. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.